Event description:
Patient was having a holep procedure done. During the middle of the case, the holmium laser just stopped functioning. A code came onto the screen of the laser saying, "shutter malfunction". Charge nurse and nurse lead were called into the or room. The laser was restarted after replacing the shutter valve with a new one. The laser was still saying "shutter malfunction." Laser company could bring one to the or room but had to get it from another location. Surgeon agreed to wait for the new laser to finish the case. New laser arrived and case resumed without any other issues. Total down time for laser was from 1304-1430 when the new laser got there. The patient was put under anesthesia for an extra almost hour and a half due to this wait time.